Manufacturer narrative:
Analysis of the electronic data files from the AED show that the unit advised and delivered eight shocks to the patient. The electronic data files also show four instances where interference, from an unknown source, interrupted the AED's analysis and rhythm confirmation- hence the reason for this MDR. In each instance, however, the AED immediately re-analyzed the rhythm and responded appropriately. Although requested, to date, AED (s/n: (B)(4)) and its accessories that were used during the event have not been returned from the customer. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, a customer reported that an AED was deployed by staff on a coal miner who collapsed during work. The customer reported that during the rescue, the AED delivered seven shocks to the patient and three shocks were not advised. The customer reported that the patient was not resuscitated. The customer also reported that after they disconnected the AED from the patient and powered it off, the AED reported a service code.